Event description:
It was reported by the patient that she "has had several adjustments made since her device was put in and they cannot get it adjusted right." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.